Manufacturer narrative:
The user was taking out a pair of gloves, and she pulled out several that were split in half. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The user was taking out a pair of gloves, and she pulled out several that were split in half.